Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was inserted into a pt for endovascular treatment of a 6 cm abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 21 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 155 mm. The diameter of the iliac arteries was 8 mm. It was reported that the pt's vessels were not calcified or diseased, and some tortuosity was reported. It was reported that the device was inserted into the right iliac artery through a 22 french sheath, and there was some resistance during insertion of the sheath. As the device was about to be deployed. It was reported that the sheath dissected the right external iliac artery, and the pt's blood pressure dropped. The device was not deployed, the sheath was removed, and an occlusion balloon was used to control the pt's blood pressure. The pt was coverted to open surgical aneurysm repair. During the open procedure, the dissection was also repaired. No clinical sequelae were reported, and the pt is reported to be fine.